Event description:
Product description: co release axle mag w/quad nut. Dealer claims the user was going down the sidewalk and the rear wheel came out from the chair. The user fell out of the chair and hurt her wrist. She had x-rays taken, but no serious injury occurred.